Event description:
Caller alleged discrepant inratio results. Results as follows: pt self tester has been obtaining the same result, inratio = 1.6 inr for the past 3 days. His dr increased his warfarin dose on (B)(6) 2012. Pt was concerned when he tested the next morning and obtained the same result. His dr wanted him to increase his warfarin dose again, however, pt insisted that he didn't need to. Pt went to the lab and obtained 3.9 inr. Pt was unable to provide time between meter and lab tests. No report of bruising/bleeding.

Manufacturer narrative:
Investigation pending.